Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported event could not be determined, however, the most likely cause of the patient's outcome is attributed to the operator¿s technique. The instruction manual contains several warning and caution statements in an effort to prevent patient injury. ¿do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. If you take a large sample or press the instrument¿s distal end against tissue excessively, the risk of bleeding will increase. Perform biopsy on minimum necessary spots only.¿

Event description:
Olympus was informed that during a colonoscopy procedure, the forcep was not grabbing the tissue properly causing the patient¿s mucosa to tear with moderate bleeding. The bleeding was treated by applying clips to the affected area. This resulted in a short delay. The intended procedure was completed with the same device. Additionally, the user facility reported that at no time was force applied to assist device operation. There were no issues inserting or withdrawing device from the patient. The device was inspected prior to use and there were no abnormalities.